Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the medium-large clip applier instrument would not close enough to connect the clips together. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue is related to unsuccessful clip application, incomplete closure of clip. The medium/large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The incident occurred on the 1st clip application. The issue was resolved with a backup instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. The instrument was tested on an in-house system showing 90 lives remaining. The instrument passed recognition, engagement and clip tests several times. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. There was no physical damage, and no problem detected.